Manufacturer narrative:
(B)(4).

Event description:
The patient had two leads from the same lot. It was reported the patient hadn't received effective coverage since being implanted. It was also reported the patient needed to undergo an MRI for an unrelated issue. As a result, the patient's scs system was explanted.

Event description:
Information received revealed the patient was implanted with a replacement scs system on (B)(6) 2017. Effective therapy/coverage is now achieved.